Manufacturer narrative:
The cartridge instructions for use state: make sure that insulin is room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 450 mg/dl and customer's spouse administered insulin injection to treat elevated bg. Pump system check performed with tandem technical support (cts) found pump to be functioning properly. Customer reported to have used cold insulin and cts reminded customer, as per labeling, to use room temperature insulin.